Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, specifically improper bone preparation and/or improper surgical technique with the device. The complaint allegation was confirmed based on the customer's attached picture, which shows the anchor on the shaft of the ar-8934bcst.

Event description:
Additional information reconceived on 2/8/2024: the case was not delayed, and no additional anesthesia was needed. The patient suffered no negative effects.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/23/2024, it was reported by a sales representative via email that an ar-8934bcst 3.0 single loaded suturetape and an ar-8934dsc small joint suturetak disposable instruments kit had an issue. The surgeon prepped the cortical bone with a bovie and a burr first. He proceeded to drill with a 3.2mm drill and implanted two 3.5mm panalock anchors for a biceps tenodesis. He wanted an 3rd anchor and the account did not have any more remaining, so he requested to use a 3.0 suturetak with needles. He used a 2.5 drill from the kit and cycled the drill, when he went to put the anchor in, it plugged all the way down and he was able to pull out the anchor without any resistance. He chose not to size up to a larger anchor and believed the repair with the other two anchors to be sufficient. This was discovered during a biceps tenodesis procedure. The subsequent implant did not deploy. No patient was harmed.